Manufacturer narrative:
Pain is a known potential adverse event of coolsculpting treatment. The effect of performing coolsculpting treatments on areas with minimal underlying muscle mass and/or superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. A supplemental report will be submitted if additional information is obtained. Abbvie medical safety determined pain is an expected side effect, localized to the treated area, duration within ese timeframe. Pain is typically minimal to moderate, self-limiting, resolves on its own and does not require medical intervention to preclude permanent impairment. Pain is an unpleasant sensation occurring in varying degrees of severity. Additionally, according to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. Additionally, per the user manual ¿late-onset pain may begin several days after a treatment and usually resolves within several weeks¿, and ¿patients may experience pain of varying severity, which more commonly can be described as mild to moderate, and in rare instances, can be severe¿. Pain is subjective in nature; it is a symptom not an injury and can vary from person to person. Prolonged pain is pain lasting more than 8 weeks post treatment.

Event description:
A patient reported receiving a coolsculpting elite treatment to the abdomen area using curve 240 and curve 150 applicators and presented with pain post treatment, following treatment performed on (B)(6) 2025. Later patient reported "still experiencing abdominal pain".